Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that the cannula hadn't "deployed correctly under her skin", "thus causing a high bg." Her bg levels elevated within two hours of activating the pod resulting in high readings (289-385 mg/dl). After inspecting the pod upon removal, she noticed that the cannula "appeared as though it was never there." She "never smelled or felt insulin on her skin." The pod will be returned for evaluation.